Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event, not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Arjohuntleigh received a complaint where it was indicated that during the pt's transfer in the bathtub the grey clip of the sling broke allowing the pt to fall into the bathtub. No injuries were reported as consequence of the event. It has been established that the lift device (maxi move) and the grey clip sling was being used for pt handling at the time of the event. The clip sling was to have not been to specification when the event took place. Therefore, the hoist and the sling which work as a system were found to have not been to specification when the event took place. No malfunctions were indicated in relation to lift device that could have caused or contributed to the event. The facility not forthcoming with details despite on our best efforts. The serial number of the sling was not provided. An on-site inspection by an arjohuntleigh representative found the sling the grey clips. In accordance to photo attached to the complaint we can establish that the sling was fitted with "grey" clips. We can state that this type and production spread of slings were supplied with instructions for use (IFU) that state the sling should be discarded after two years, or before that, when damaged. Production of slings with grey clips was seized some time ago ((B)(4)). Grey clips were replaced with black clips of a new design, to unify the sling range. From the information received regarding the event itself, it appears that the sling was applied to the person with the clips attached to the hanger bar. In our conclusion we can state that since the clip broke partially in the direction: from top to bottom. This appears to be an indication of the clip being broken due to the application of outside force that causes the break. For example by using a washing press. During on-label use, one of four clips of a sling would never be exposed to such a pull force. However we do not have enough information to indicate this as a certainty. Following our investigation, and review of related past events, we can state the event outcome of the clip cracked, however it took place, is not likely to happen when following the device labeling or the IFU. Therefore, we find it likely that the clip broke due to the combination of a worn sling (exceeded its lifetime) and the clip suffering stress that is not likely to be encountered during on-label use. Our conclusion is that the incident happened due to IFU not having been followed on several points. This constitutes a use error. Training date for the involved staff was not received. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. When the IFU would have been followed the event would have been avoided. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip broken). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. From this evaluation it is would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.